Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 month. Through follow-up with the health-care provider, it was learned that the valve was removed due to prosthetic aortic valve endocarditis. Per the patient's medical records, he had redo aortic valve replacement (avr) and mitral valve replacement (mvr) on (B)(6) 2012 for recurrent endocarditis. The patient was discharged home at that time on ampicillin and streptomycin for a 6 weeks course of antibiotics and to be followed up with the infectious disease clinic. The patient has represented on (B)(6) 2012 with congestive heart failure and a severe perivalvular leak on the mitral side. The patient was scheduled to undergo mitral valve replacement on (B)(6) 2012. During the procedure, the aortic valve (subject device) was inspected. Unfortunately, there was a clear mucoid mass on the ventricular side at one of the leaflets. Therefore, it was decided to re-replace the aortic valve at this time.

Manufacturer narrative:
Mucoid mass on the ventricular side at one of the leaflets. Device not returned. Additional manufacturer narrative: prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be confirmed. Based on the information provided, it appears that this event was related to the patient's pre-existing episode of endocarditis.